Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent patient effects and treatment appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a heavily calcified and narrow left common femoral artery was successfully completed using the proglide device via a 5f sheath after a peripheral illiac stenting interventional procedure. Reportedly, there were no issues and the proglide device was used to successfully achieve hemostasis; however, approximately two hours post procedure, the patient developed ischemia of the limb. The patient was taken to surgery. The patient was put under general anesthesia and a cut down procedure was performed. During the cut down procedure, it was noted that the sutures of the proglide were stitched to the back wall. The cut down procedure was completed to restore blood flow to the vessel and hemostasis was achieved with a surgical patch. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.